Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2005, the plaintiff was implanted with an ams sparc pelvic mesh product to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries." The plaintiff's attorney also alleged that the plaintiff "experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.